Manufacturer narrative:
It was initially reported that the results of 7.3 inr and 3.5 inr were obtained on separate meters. The report should state: there was an allegation of questionable results from a coaguchek xs plus meter compared to another coaguchek meter with an unknown serial number. At 10:56 am the meter result was 7.3 inr. At 11:08 am the meter result was 3.5 inr. At 11:11 am the meter result from another coaguchek xs meter was 2.8 inr. This result was believed to be correct.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from the coaguchek xs plus meter. At 10:56 am the meter result was 7.3 inr. At 11:08 am the meter result from another coaguchek xs meter was 3.5 inr. The customer's therapeutic range is 2.0-3.0 inr.